Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation: other') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, multiparous (B)(6)1998, (B)(6)2003, (B)(6)2003 and (B)(6)2006) and tonsillectomy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, pain in arm and vaginal pain. Concomitant products included omeprazole since (B)(6)2004. On (B)(6)2003, the patient had essure (ess205) inserted. In (B)(6)2003, the patient experienced allergy to metals ("nickel allergy"). In (B)(6)2004, the patient experienced dysmenorrhoea ("chronic,dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain"). In (B)(6)2005, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - complication"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), genital haemorrhage ("general. Abnormal bleeding"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury related to essure"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea"). Essure (ess205) treatment was not changed. At the time of the report, the perforation, pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, abdominal pain lower, allergy to metals, metrorrhagia, genital haemorrhage, vaginal discharge, psychological trauma, fatigue, headache and nausea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, metrorrhagia, nausea, pelvic pain, perforation, pregnancy with contraceptive device, psychological trauma and vaginal discharge to be related to essure (ess205). The reporter commented: patient experienced another episode of pregnancy in (B)(6)2009 which is captured under case: (B)(4). The patient did not have her essure removed, nor is planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Imaging procedure - on (B)(6)2003: essure confirmation test(s) conducted- malposition, migration.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-dec-2019: pfs and mr received. Events added: nickel allergy and lower abdominal pain. Medical history, concomitant and historical drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation: other') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, multiparous ((B)(6) 1998, (B)(6) 2003, (B)(6) 2003 and (B)(6) 2006) and tonsillectomy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, pain in arm and vaginal pain. Concomitant products included omeprazole since (B)(6) 2004. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2004, the patient experienced dysmenorrhoea ("chronic,dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2005, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - complication"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), genital haemorrhage ("general. Abnormal bleeding"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury related to essure"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea"). Essure (ess205) treatment was not changed. At the time of the report, the perforation, pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, abdominal pain lower, allergy to metals, metrorrhagia, genital haemorrhage, vaginal discharge, psychological trauma, fatigue, headache and nausea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, metrorrhagia, nausea, pelvic pain, perforation, pregnancy with contraceptive device, psychological trauma and vaginal discharge to be related to essure (ess205). The reporter commented: patient experienced another episode of pregnancy in (B)(6) 2009 which is captured under case: (B)(4). The patient did not have her essure removed, nor is planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Imaging procedure - on (B)(6) 2003: essure confirmation test(s) conducted- malposition, migration.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation: other'), pregnancy with contraceptive device ('pregnancy: birth - complication') and genital haemorrhage ('general. Abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("chronic,dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury related to essure"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the perforation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, vaginal discharge, psychological trauma, fatigue, headache and nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, metrorrhagia, nausea, pelvic pain, perforation, pregnancy with contraceptive device, psychological trauma and vaginal discharge to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2003: essure confirmation test(s) conducted- malposition, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received - case becomes incident. Previously reported event injury nos was removed. New events migration/perforation: other, pregnancy: birth - complication, device ineffective, chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, metrorrhagia (bleeding b/w periods), general. Abnormal bleeding, psych injury related to essure, vaginal discharge, fatigue, headaches and nausea was added. Essure indication and insertion date was updated. Patient date of birth and consumer address were added. Lab data was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.